Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no related findings/repairs to the reported event. The device passed the test cut and there were no repairs related to the ratchet handle. A definitive root cause cannot be determined. Review of the device history record, complaint history review, and quality hold search will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: australia.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Reporter telephone number: (B)(6).

Event description:
It was reported that during surgery, the dermacarrier would not pass through the mesher in the recommended handle motion, it required a full 360 to pass through. There was a delay of 1-15 minutes and the patient was under anesthesia. There were no adverse events associated with this malfunction. Due diligence is complete and there is no additional information available.